Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there was one previous similar complaint against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a potential false positive result on (B)(4) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22686h, reader sn (B)(4)). Two repeat cue covid-19 tests performed on the same day provided negative results.